Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu1218 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the micro-introducer sheath was found to be split at the proximal end upon opening of the product. Two replacements were made for the product until a third one was successful. This report addresses the first replacement device.